Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated they are having several issues with insulin pump. The customer stated their high blood glucose was climbing up to 400mg/dl and bolused, then pump alarmed no delivery. Customer then completed the finger stick and it was 600mg/dl. The customer re-winded, but insulin was not coming down. The customer's current blood glucose was 155mg/dl. The customer treated with manual injection. The customer is not comfortable using the pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery error alarm noted during testing. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.